Event description:
It was reported that a catheter issue occurred. An opticross hd catheter was selected for ultrasound examination of the target lesion. During the procedure, initial connection issues were encountered, and imaging was lost during the first run. Additionally, the catheter split at the distal end. The procedure was completed using an alternative method. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the sheath was kinked. To inspect the imaging core located at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from hub. Upon examination, no damage was identified in either the telescope section or the sheath section of the device. The ccp (catheter code pcba) board assembly showed no signs of damage or failure. The impedance test showed the above referenced calibrated equipment was used to perform an impedance test. Impedance test shows an electrical open distal wave form between 0-10 cm from the distal housing. The transducer level impedance test with the microprobe could not be performed due to the condition of the transducer/distal housing. The functional inspection revealed the catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing.

Event description:
It was reported that a catheter issue occurred. An opticross hd catheter was selected for ultrasound examination of the target lesion. During the procedure, initial connection issues were encountered, and imaging was lost during the first run. Additionally, the catheter split at the distal end. The procedure was completed using an alternative method. No patient complications were reported.

Manufacturer narrative:
D6 device codes: corrected.

Event description:
It was reported that a catheter issue occurred. An opticross hd catheter was selected for ultrasound examination of the target lesion. During the procedure, initial connection issues were encountered, and imaging was lost during the first run. Additionally, the catheter split at the distal end. The procedure was completed using an alternative method. No patient complications were reported.